Event description:
It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the left common femoral artery after an interventional (carotid) procedure. Reportedly, the patient had a closure procedure with a starclose se clip on (B)(6) 2011. On (B)(6) 2011, it was observed that the clip was located in the adventitia causing a flow of blood into the inner walls of the artery. This in turn resulted in a retrograde dissection leading to thrombosis of the artery. Surgical intervention (on (B)(6) 2011) was required to treat the thrombosis and achieve hemostasis. There was no reported adverse patient sequela. Though requested, additional information was not provided.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Without the product to examine, no determination could be made as to the cause of the reported incident. A mislodged/mislocated clip can occur due to a number of factors including, but not limited to manufacturing, inadequate nick and spread, improper seating of the clip delivery tube on top of the access site, not maintaining downward pressure and device stability while depressing the deployment button with the right thumb, incorrect angle of the device during clip deployment (click 4), which should be 60-75 degrees, and retraction of the device during clip deployment (click 4), can potentially cause the experienced event. This may have been a contributing factor to this event, but cannot be confirmed. To assure that all products perform according to specifications they are subject to inspection during manufacturing. In addition, a quality control audit inspection is performed to verify product quality. Based on the information provided there does not appear to be any indications of a product quality deficiency.